Event description:
Nurses tried to use isolation gowns. They pulled 5 of the yellow ones and found the sleeves were not sealed from shoulder to wrist. A sixth gown, a blue one, was sealed to itself so nurse was unable to pull it apart and use it.======================manufacturer response for isolation gown, kimberly clark isolation gown (per site reporter).======================e-mail to company rep.what was the original intended procedure?protect staff from exposure to infectious agents from patients in isolation rooms.device #1is this a laboratory device or laboratory test?no.